Event description:
It was reported that pump displayed malfunction alarm during use, with specific alarm code noted but without any blood glucose information from customer. There was no reported impact to customer¿s blood glucose level. Distributor powered pump on and confirmed same malfunction alarm occurred repeatedly after attempts to reset pump, and arrangements were made for pump return and replacement pump was provided.